Event description:
It was reported that this implantable cardioverter therapy pacemaker (crt-p) exhibited undersensing on the right ventricular channel. Additionally, it was noted that the pacing impedance measurements on the left ventricular channel are trending down, however, they are still within normal limits. Reprograming options for the device were discussed. This device remains in service. No further adverse patient effects were reported.